Manufacturer narrative:
One used list #d1000, tego¿ was returned for complaint investigation. As received, a small tear on the seal was observed, however, no occlusions and no additional damages or anomalies were confirmed. No mating device was returned for evaluation. The returned sample was low/high pressure and vacuum tested for tego with leak test equipment: low pressure leak test: pass. High pressure leak test: pass. Vacuum test: pass. The tego was leak and vacuum tested and passed all the tests. Complaint of air enters the tubes and syringe during aspiration cannot be confirmed. Even though a small tear was found, this didn't lead to failed any functional test (flow / leak). The probable cause of the tear is unknown. The device history record was reviewed and no discrepancies, anomalies or nonconformances were identified that might lead the condition reported by customer. Corrected information can be found in b5, b6, b7, throughout section e and d10, h5. Additional information from the customer can be found in b5. Section e additional contact: (B)(4).

Event description:
Correction from b5 original entry: the device involved is a tego¿ connector. The customer reported a broken tego connector. Blood samples were taken from the patient with chronic kidney disease (cdk) before dialysis started, where the tego connector was used. Air entered the tubes and syringe during aspiration. The problem was fixed by replacing the tego connector. The event occurred at 8:18. There was patient involvement and an unspecified delay in therapy, but no harm or adverse events. Additional information from the customer was received on 26-mar-2025 stating that there were no defects, tears, or cuts noted on the product. The product was stored in a room temperature in box at the ward.

Manufacturer narrative:
It is unknown if the device is available for evaluation- it has been requested. The investigation is pending.

Event description:
The device involved is a tego¿ connector. The customer reported a broken tego connector. Blood samples were taken from cyclin-dependent kinase (cdk) before dialysis started, where the tego connector was used. Air entered the tubes and syringe during aspiration. The problem was fixed by replacing the tego connector. The event occurred at 8:18. There was patient involvement and a delay in therapy, but no harm or adverse events.

Manufacturer narrative:
Corrected information can be found in h6 health effect - impact code.